Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Correction: following submission of initial MDR, the date of event was not correctly reported. Section e updated to reflect correct date of event 09/03/2025. Evaluation: a sample and three photos of a 10ml luer-lok syringe (part number 302995), batch 5121238, were received and evaluated. The syringe exhibited barrel damage and nearly complete absence of scale markings, with visible clumps of greyish foreign matter on the barrel's non-fluid path. The root cause of the barrel damage and missing scale markings is linked to the marking process, while the foreign matter defect is attributed to the assembly process. Furthermore, a device history record review was completed for provided lot number 5121238. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material#: 302995. Batch#: 5121238. Verbatim: rcc received a complaint via email. We have a syringe of product 302995 that has foam on it, possibly mold.product 302995 lot 5121238 expiration 2020-04-30 only 1 syringe found this way.1 sample syringe available for shipment from this address:

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.